Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 21-apr-2024, it was reported that patient faced tape not sticking event. The infusion set was in use for 2 days. No further information available.